Manufacturer narrative:
The c502 module serial number was (B)(6). The field service engineer (fse) checked the tubing, the water pressure, and the reagent and sample probe alignments. The fse replaced and aligned the sample probe, cleaned the rinse needle, the spring mechanism, and checked the gear pump pressure. The investigation is ongoing.

Event description:
The initial reporter complained of qc issues and questionable results for tina-quant igg gen.2 (igg2) on a cobas 8000 cobas c 502 module. The following is an example of discrepant results for 1 patient serum sample. The initial result was 7.58 g/l. The repeat result was 5.72 g/l.